Manufacturer narrative:
This is one of two reports submitted for the same event. Please reference MFR report #: (B)(4). Complaint conclusion: as reported, the 6mm x 15cm x 80cm powerflex pro percutaneous transluminal angioplasty (pta) balloon catheter was used but it ruptured at 12 atmospheric pressure (atm) during its second inflation. Therefore, another powerflex pro (6mm x 10cm x 80cm) was used but it ruptured at 10 atm during its initial inflation. A new 6mm balloon catheter (non-cordis) was used and it inflated at the lesion. The procedure was completed. There was no reported patient injury. The lesion was the right superficial femoral artery which had severe calcification and continuous stenosis. An ipsilateral approach was made from the right femoral artery with a non-cordis sheath (6f 26cm). A non-cordis guidewire crossed the lesion. The guidewire was replaced with another non-cordis guidewire. The product was not returned for analysis as it was discarded in the hospital. A product history record (phr) review of lot 17733286 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ could not be confirmed as the devices were not returned for analysis. The exact cause could not be determined. Vessel characteristics of severe calcification with continuous stenosis, may have contributed to the reported events, as it is known that calcium may damage balloon material. However, without return of the products for analysis, it is difficult to draw a clinical conclusion between the devices and the reported events. According to the safety information in the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿. Neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
This is one of two reports submitted for the same event. Please reference MFR report #: 9616099-2020-03921. Concomitant medical products: sheath (6f 26cm parent, medikit). A guidewire (radifocus, terumo), guidewire (cruise, asahi intecc) and a new balloon catheter (6 mm nse, goodman). A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 6mm x 15cm x 80cm powerflex pro percutaneous transluminal angioplasty (pta) balloon catheter was used but it ruptured at 12 atmospheric pressure (atm) during its second inflation. Therefore, another powerflex pro (6mm x 10cm x 80cm) was used but it ruptured at 10 atm during its initial inflation. A new 6mm balloon catheter (non-cordis) was used and it inflated at the lesion. The procedure was completed. There was no reported patient injury. The lesion was the right superficial femoral artery which had severe calcification and continuous stenosis. An ipsilateral approach was made from the right femoral artery with a non-cordis sheath (6f 26cm). A non-cordis guidewire crossed the lesion. The guidewire was replaced with another non-cordis guidewire. The devices will not be returned for analysis as devices were discarded in the hospital.